Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with blank display due to moisture damage on the electronic assembly. Moisture damage was found on the motor assembly. Unable to verify for rewind, display or restart anomaly due to the blank display. No black screen noted. The device was received with minor scratched display window, cracked case at display window corners, cracked on the reservoir tube lip, cracked reservoir tube window thru reservoir tube, cracked on battery tube threads, detached end cap and torn address serial number label.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported the insulin pump is not working. The device is blank, won't rewind, unable to go into settings. Customer has tried new batteries and the device still doesn't work. Troubleshooting was performed. Customer's blood glucose was 112 mg/dl. The device was not exposed to extreme temperature no direct sunlight. Blank screen did not disappear. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.